Event description:
It was reported that during a laparoscopic nissen procedure, the surgeon said that device was cross-clipping. The surgeon also complained how clip does not align flush with distal portion of clip jaws, therefore, making is misleading when fully around a vessel. Case completed with another device. There were no patient consequences reported. One device was discarded.

Manufacturer narrative:
(B)(4).